Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 22-jan-2012, UDI#: (B)(4). Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's health care professional (hcp) told her that one of her leads was not as attached as it should be. The patient was redirected to her hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and no actions were taken. There were no symptoms or further complications reported or anticipated.